Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported mild hyperglycemia with blood glucose (bg) of 180¿200 mg/dl) over a 12-hour period, despite ilet corrections. The user changed all supplies approximately three hours prior to the call. During inspection, the user noticed a large air bubble in the insulin cartridge, which was determined to be the likely cause of delivery inefficiency. The agent guided the user through a full supply change, including a new cartridge and infusion set. Insulin delivery resumed successfully, and bg declined to 153 mg/dl by the follow-up call later that day. No symptoms, external assistance, or medical intervention occurred.